Event description:
A patient was under anesthesia for a hysteroscopic resection of a uterine fibroid. The surgeon could not get the resectoscope working element to function. The cutting loop would not lock in. Another working element was obtained and tried without success. The surgeon cancelled the procedure and the pateint was re-scheduled.